Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test" and device use issue "essure insertion and date of live birth (B)(6)2008". The patient's medical history included menometrorrhagia, endometrial ablation, pregnancy (white female infant, weight 2550 grams, 5 pounds 10 ounces, apgar¿s 8/9, intact placenta, three vessel cord.), gravida I and parity 1. Concomitant products included ibuprofen since 1995. On (B)(6)2008, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) / severe period pain"), dyspnoea ("short of breath") and dizziness ("light headed"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (ablation and hysterectomy(full),salpingectomy (bilateral)/ ablation). Essure was removed on (B)(6)2016. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown and the dyspnoea and dizziness had resolved. The reporter considered dizziness, dysmenorrhoea, dyspnoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), short of breath, light-headed". Discrepancy of insertion dates-(B)(6)2010. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2016: uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: serosa: adhesions. Cervix: squamous metaplasia with chronic cervicitis. Endometrium: proliferative. Myometrium: no diagnostic abnormalities. Bilateral fallopian tubes: medical device consistent with sterilization procedure. Benign paratubal cysts, bilateral. Bilateral ovaries: not present in specimen container.. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received: lot number was added. Reporter information medical history, event onset date, concomitant drug were added. New events "abnormal bleeding (vaginal), pelvic pain, device use issue were added. Severity of event "dysmenorrhea" was updated as "severe". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure insertion and date of live birth (B)(6) 2008" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included menometrorrhagia, endometrial ablation, gravida (white female infant, weight 2550 grams, 5 pounds 10 ounces, apgar¿s 8/9, intact placenta, three vessel cord.), gravida I and parity 1. Concomitant products included ibuprofen since 1995. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping) / severe period pain"), dyspnoea ("short of breath") and dizziness ("light headed"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (ablation and hysterectomy(full),salpingectomy (bilateral)/ ablation). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown and the dyspnoea and dizziness had resolved. The reporter considered dizziness, dysmenorrhoea, dyspnoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), short of breath, light-headed". Discrepancy of insertion dates- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, bilateral fallopian tubes and ovaries, hysterectomy and bilateral salpingo-oophorectomy: serosa: adhesions. Cervix: squamous metaplasia with chronic cervicitis. Endometrium: proliferative. Myometrium: no diagnostic abnormalities. Bilateral fallopian tubes: medical device consistent with sterilization procedure. Benign paratubal cysts, bilateral. Bilateral ovaries: not present in specimen container.. Lot number:787226, manufacturing date:2010/09, expiration date:2013/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspnoea ("short of breath") and dizziness ("light headed"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown and the dyspnoea and dizziness had resolved. The reporter considered dizziness, dysmenorrhoea, dyspnoea and menorrhagia to be related to essure. The reporter commented: she had received treatment for following events" dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), short of breath, light-headed". Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Previously reported event ¿injury¿ was updated to more specified events¿ dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), short of breath, light-headed and plaintiff did not undergo confirmation test¿. Reporter¿s information, demographics, essure indication (amended) and essure insertion date (updated)/removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.